Event description:
It was reported that 103 days after implantation of 3.0x20mm taxus express2 drug eluting stent, thrombosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention in-stent thrombotic occlusion of 99% was noted. The type and size of the stent was not reported. "Multiple passes" were made with an export aspiration thrombectomy catheter. The stent was then dilated with a 3.0x12mm balloon. After dilation, it was noted that "residual narrowing just proximal and into the proximal portion of the stent" persisted. Subsequently, a 3.0x20mm taxus stent was placed "more proximal and into the stent with a thrombosis." "Mild intraluminal haziness beyond the stented area" was noted and treated with integrilin. The pt received heparin and integrilin during the procedure. No complications were reported. The pt presented 103 days after the initial procedure in "cardiac arrest" with a "total occlusion" in the rca. The pt reportedly "had cocaine use" on the evening of presentation. He reportedly had two 30 min episodes of resuscitation and cardiogenic shock that was treated with vasopressors. The pt was "intubated and unresponsive without preceding sedatives or paralytic agents." He was taken from the ER to the cath lab for further intervention. The rca lesion was angioplastied with a 3.0x20mm non-boston scientific balloon. A 3.0x23mm non-boston scientific stent was then deployed at 14atm in the rca in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. It was noted that the "angioplasty showed a good result." An "intra-aortic balloon pump was placed under fluoroscopy and augmentation was obtained." Subsequently, the "pt's rhythm changed from ventricular to complete heart block." A #5 french pacing catheter was inserted into the right femoral vein and "appropriate pacing thresholds were obtained. The pt rec'd vasopressors during the procedure. The procedure was noted to be "successful." The pt was transferred to the intensive care unit.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unk, the shop floor paperwork could not be examined.